Manufacturer narrative:
Product code (d2b) - additional product code qon premarket / 510(k) # (g4) - additional premarket / 510(k) # p190006 UDI for concomitant product, tined lead: (B)(4). (B)(6). This report is being filed for a correction to field h6.

Event description:
It was reported the patient was not doing well with their symptoms. The patient was voiding every hour and leaking. The patient also complained of pain at their pocket site. The patient said their pocket was very tender to the touch, even leaning against it hurt. The patient thought it was pain from stimulation and wanted it turned off. The stimulation was turned off, but the patient still had pain in their pocket and some leg pain. The patient ended up going to the emergency department because the pain was so severe. The patient received x-rays of their back. According to the physician and nurse the ins and lead looked fine. The patient was given muscle relaxers and pain medication, and things were a little better. The patient was advised to make an appointment with their urologic specialist. The patient did attend their follow up appointment. Some changes were made to their programming, and their stimulation was turned back on. Per the physician assistant, the ins site is clear of redness and swelling. The physician assistant believes it might be muscle pain. The patient did call in later that day and said they were in pain again. Stimulation was turned back off but patient said they are going to try and turn it back on in a day or so. The patient ended up turning off their ins again. The patient stated they would experience having tenderness at the ins site. The patient also stated they feel like their symptoms are better with the stimulation off.

Manufacturer narrative:
Block d10: model number/catalog number: 1201. Model/catalog description: tined lead kit. Block h11: investigation details: the device was not returned for analysis; therefore, a technical analysis could not be performed. Good faith effort attempts were made to try and retrieve the device; however, the device is still implanted. It was confirmed the device met manufacturing specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. Review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. A risk review was completed and confirmed that the event of pain, undesired sensations-non-target stimulation area, implant pain, urinary incontinence, and urinary urgency was defined in the product risk documentation. This event type has been accounted for during analysis to support acceptable risk benefit for the product. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device. Corrections: block d10: lot number and UDI number block h6: patient codes

Event description:
It was reported the patient was not doing well with their symptoms. The patient was voiding every hour and leaking. The patient also complained of pain at their pocket site. The patient said their pocket was very tender to the touch, even leaning against it hurt. The patient thought it was pain from stimulation and wanted it turned off. The stimulation was turned off, but the patient still had pain in their pocket and some leg pain. The patient ended up going to the emergency department because the pain was so severe. The patient received x-rays of their back. According to the physician and nurse the ins and lead looked fine. The patient was given muscle relaxers and pain medication, and things were a little better. The patient was advised to make an appointment with their urologic specialist. The patient did attend their follow up appointment. Some changes were made to their programming, and their stimulation was turned back on. Per the physician assistant, the ins site is clear of redness and swelling. The physician assistant believes it might be muscle pain. The patient did call in later that day and said they were in pain again. Stimulation was turned back off but patient said they are going to try and turn it back on in a day or so. The patient ended up turning off their ins again. The patient stated they would experience having tenderness at the ins site. The patient also stated they feel like their symptoms are better with the stimulation off.

Manufacturer narrative:
Product code (d2b) - additional product code qon premarket / 510(k) # (g4) - additional premarket / 510(k) # p190006 UDI for concomitant product, tined lead: (B)(4).

Event description:
It was reported the patient was not doing well with their symptoms. The patient was voiding every hour and leaking. The patient also complained of pain at their pocket site. The patient said their pocket was very tender to the touch, even leaning against it hurt. The patient thought it was pain from stimulation and wanted it turned off. The stimulation was turned off, but the patient still had pain in their pocket and some leg pain. The patient ended up going to the emergency department because the pain was so severe. The patient received x-rays of their back. According to the physician and nurse the ins and lead looked fine. The patient was given muscle relaxers and pain medication, and things were a little better. The patient was advised to make an appointment with their urologic specialist. The patient did attend their follow up appointment. Some changes were made to their programming, and their stimulation was turned back on. Per the physician assistant, the ins site is clear of redness and swelling. The physician assistant believes it might be muscle pain. The patient did call in later that day and said they were in pain again. Stimulation was turned back off but patient said they are going to try and turn it back on in a day or so.

Event description:
It was reported the patient was not doing well with their symptoms. The patient was voiding every hour and leaking. The patient also complained of pain at their pocket site. The patient said their pocket was very tender to the touch, even leaning against it hurt. The patient thought it was pain from stimulation and wanted it turned off. The stimulation was turned off, but the patient still had pain in their pocket and some leg pain. The patient ended up going to the emergency department because the pain was so severe. The patient received x-rays of their back. According to the physician and nurse the ins and lead looked fine. The patient was given muscle relaxers and pain medication, and things were a little better. The patient was advised to make an appointment with their urologic specialist. The patient did attend their follow up appointment. Some changes were made to their programming, and their stimulation was turned back on. Per the physician assistant, the ins site is clear of redness and swelling. The physician assistant believes it might be muscle pain. The patient did call in later that day and said they were in pain again. Stimulation was turned back off but patient said they are going to try and turn it back on in a day or so. The patient ended up turning off their ins again. The patient stated they would experience having tenderness at the ins site. The patient also stated they feel like their symptoms are better with the stimulation off.

Manufacturer narrative:
Product code (d2b) - additional product code qon. Premarket / 510(k) # (g4) - additional premarket / 510(k) # p190006. UDI for concomitant product, tined lead: (B)(4). This report is being filed for an update to field (b5) incident description.